Event description:
It was reported when using the bd bactec¿ mgit¿ 960 sire kit, there were one hundred (100) samples over two different kit batches which produced false resistant results to streptomycin, isoniazid, ethambutol, and rifampicin. It is not known of the one hundred (100) samples how many from each kit batch were affected. The samples were repeated using another kit batch for confirmatory testing. There were no health impact or consequences reported.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for the additional lot number is as follows: d4. Medical device lot#: 3324473. D4. Medical device expiration date: 22-feb-2025. H4. Device manufacture date: 20-nov-2023. D4. Unique identifier (UDI)#: (B)(4). The information for the additional 510k is as follows: g.4. PMA/510(k)#: k014123. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: 245123/3324473 kit bactec mgit 960 sire. Mgit 960 sire supplement kit batch 3324473 is composed of mgit 960 sire supplement batch 3293808, mgit 960 streptomycin batch 3293801, mgit 960 isoniazid batch 3299096, mgit 960 rifampin batch 3297608, and mgit 960 ethambutol batch 3290180. The batch history record reviews for the kit and each of its components were satisfactory and no quality notifications were generated. The complaint history was reviewed, and no other complaints have been taken on this kit batch or any of the components. Mgit 960 sire supplement is manufactured by rehydrating the media components with usp purified water and mixed until a homogeneous solution is obtained. The solution is then sterile filtered and dispensed into vials; stoppers are manually placed in the vial opening; septum caps are manually placed on top of the stopper and then mechanically crimped per standard operating procedures (sop). Antibiotics mgit 960 streptomycin, mgit 960 isoniazid, mgit 960 rifampin and mgit 960 ethambutol are manufactured by rehydrating components in usp purified water and mixing into a homogenous solution. The solution is then sterile filtered, dispensed into vials and stoppered by machine. The vials are lyophilized and crimp caps are applied per sop. Eight mgit 960 sire supplement vials are then manually packaged with one vial of each antibiotic to make a mgit 960 sire supplement kit (material 245123). Retention samples from the components from kit batch 3324473 were available for inspection. Retention samples were performance tested for antibiotic susceptibility per the bd standard performance protocol as described in the IFU (instructions for use) for this product (available on bd.com/e-labeling). All organisms tested for antibiotic susceptibility as listed in the certificate of analysis, had expected results from the instrument within 4-13 days as listed in the IFU. Growth controls for this test also were satisfactory. Antibiotic susceptibility testing was satisfactory with detectible growth controls and expected susceptibility results for the organisms against the drugs tested. There were no photos or returned samples from batch 3324473 received for investigation. Retention sample testing of the batch in question was satisfactory. This complaint cannot be confirmed. Bd will continue to trend complaints for performance. 245123/4087127 kit bactec mgit 960 sire. Mgit 960 sire supplement kit batch 4087127 is composed of mgit 960 sire supplement batch 4040251, mgit 960 streptomycin batch 3290168, mgit 960 isoniazid batch 4011790, mgit 960 rifampin batch 3293805, and mgit 960 ethambutol batch 3311395. The batch history record reviews for the kit and each of its components were satisfactory and no quality notifications were generated. The complaint history was reviewed, and no other complaints have been taken on this kit batch or any of the components. Mgit 960 sire supplement is manufactured by rehydrating the media components with usp purified water and mixed until a homogeneous solution is obtained. The solution is then sterile filtered and dispensed into vials; stoppers are manually placed in the vial opening; septum caps are manually placed on top of the stopper and then mechanically crimped per standard operating procedures (sop). Antibiotics mgit 960 streptomycin, mgit 960 isoniazid, mgit 960 rifampin and mgit 960 ethambutol are manufactured by rehydrating components in usp purified water and mixing into a homogenous solution. The solution is then sterile filtered, dispensed into vials and stoppered by machine. The vials are lyophilized and crimp caps are applied per sop. Eight mgit 960 sire supplement vials are then manually packaged with one vial of each antibiotic to make a mgit 960 sire supplement kit (material 245123). Retention samples from the components from kit batch 4087127 were available for inspection. Retention samples were performance tested for antibiotic susceptibility per the bd standard performance protocol as described in the IFU (instructions for use) for this product (available on bd.com/e-labeling). All organisms tested for antibiotic susceptibility as listed in the certificate of analysis, had expected results from the instrument within 4-13 days as listed in the IFU. Growth controls for this test also were satisfactory. Antibiotic susceptibility testing was satisfactory with detectible growth controls and expected susceptibility results for the organisms against the drugs tested. There were no photos or returned samples from batch 4087127 received for investigation. Retention sample testing of the batch in question was satisfactory. This complaint cannot be confirmed. Bd will continue to trend complaints for performance.

Event description:
It was reported when using the bd bactec¿ mgit¿ 960 sire kit, there were one hundred (100) samples over two different kit batches which produced false resistant results to streptomycin, isoniazid, ethambutol, and rifampicin. It is not known of the one hundred (100) samples how many from each kit batch were affected. The samples were repeated using another kit batch for confirmatory testing. There were no health impact or consequences reported.